Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Waste bag pressure alarms occurred at the start of three consecutive routine hemodialysis treatments which could not be resolved by the operator. Rinseback was not performed, resulting in an estimated blood loss of 50cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator no performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the alarms is unk but is most likely the result lack of dialysate flow from the dialysate delivery system. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed.